Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-13995n scorpion needle broke off during rotator cuff procedure. The surgeon searched for the broken tip but could not find it. He felt it was removed with suction, however it was not accounted for. He did not feel an x-ray was necessary. Another needle with a different lot number was opened and the surgery was completed with no further issues. The remaining part of the needle was discarded.